Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product information. We are unable to determine the definitive cause of the reported event. Evaluation of radiographic images shows a lack of fusion at l5-s1. The left pedicle screw in s1 is broken within the pedicle.

Event description:
It was reported that the patient underwent an l4-s1 fusion. Thirty six days post op, x-rays showed that one of the pedicle screws was broken. No revision surgery is planned.